Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) analyzed the presenting electrogram (egm) and found that the shock impedance measurements had been increasing for past three months up to 129 ohms. Troubleshooting was discussed including in-clinic testing. No adverse patient effects were reported. Currently, this lead remains in service.